Event description:
It was reported that during thyroidectomy procedure, when doctor tried to stimulate the rln with the stimulating probe there was no response given by the nim 3.0 monitor. The stimulus was delivered on the rln and twitch was visualized, but no audible indicator or alert by the system. The surgeon and crna confirmed correct placement of emg tube and tried again, but had the same outcome. No waveform appeared on the nim monitor. The emg tube was replaced by another emg tube and when the rln was stimulated the nim 3.0 gave appropriate response. There was a surgical delay of 10-15 minutes. The patient outcome was reported as alive with no injury.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.